Event description:
Procedure performed: thyroidectomy. Event description: during the operation, no irregularities in the operation of the device were noticed. The patient is bleeding the day after surgery. The patient requires a longer recovery and stay in the ICU due to bleeding. ICU observation. The day after the surgery, the patient started to bleed from the operated site. It looks as if the sealed vessels have started to unseat. The patient requires a longer recovery and stay in the ICU. Two such cases have been reported with devices in this series. Additional information received from the territory manager by phone on (B)(6) 2023: the two patients didn¿t have radiotherapy. First patient went to ICU after 2 days, the second patient went to ICU after 3 days. They tried to prevent bleeding. The patients went to recovery, as far as I know the patients are ok. There are no question and no complaint from the doctor. Type of intervention: ICU observation. Patient status: post op bleeding.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: thyroidectomy. Event description: during the operation, no irregularities in the operation of the device were noticed. The patient is bleeding the day after surgery. The patient requires a longer recovery and stay in the ICU due to bleeding. ICU observation. The day after the surgery, the patient started to bleed from the operated site. It looks as if the sealed vessels have started to unseat. The patient requires a longer recovery and stay in the ICU. Two such cases have been reported with devices in this series. Intervention: ICU observation. Patient status: post op bleeding.